Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Shavi, t., pandey, p., acharya, u. V.; indian journal of neurosurgery; 2024; a study of efficacy and outcomes of two techniques of mechanical thrombectomy in acute ischemic stroke; doi.org/ 10.1055/s-0043-1778689 literature was reviewed regarding: a study of efficacy and outcomes of two techniques of mechanical thrombectomy in acute ischemic stroke. The document does not explicitly specify the study time frame. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: 36 patients were treated in the solitaire stent group. Deaths occurred in the study population. There were ten deaths of all cause mortality in the solitaire group compared to zero in the a direct aspiration first pass technique (adapt) group. Among patient adverse events in the solitaire group included: 66% of patients did not received functional independence. 25 patients needed rescue treatment. 5 experienced bleeding 10 experienced mass effect 5 new infarct. No further information was provided pertaining to medtronic products.